Event description:
During a coronary drug eluting stenting treatment procedure the stent dislodged in the guide catheter. In 2005 the target lesion was the non-tortuous, non-calcified 80% stenotic mid left anterior descending artery (lad). The physician predilated the lesion with a 2.0 x 20 mm maverick balloon and successfully placed a 3.5 x 32 mm cypher stent in the mid lad. The physician then attempted to palce a 2.25 x 16 mm taxus liberete drug eluting stent distal to the cypher stent while tracking the stent into the 7f launcher guide catheter the physician felt resistance. Upon reaching the proximal area of the catheter the stent got stuck to the tip of the catheter, after pulling the stent delivery system (sds) out it was found that the stent had come off the sds. The catheter was scanned and it was found that the stent had dislodged into the tip of the catheter. The catheter was removed with the stent inside. No further intervention was attempted on this lesion. Pt was reported to be "satisfactory/good" condition.